Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed. The cause is a loose connection between the transfer set and patient catheter adapter. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the transfer set fell apart and fluid was leaking while on the homechoice (hc) system during dwell 1. The technical service representative (tsr) advised the home patient (hp) to end therapy and get medical attention. The tsr assisted with ending therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse, it was revealed that the transfer set had been in use for a couple of months and the patient had been on dialysis for a year and a half. Per the nurse, the leak was due to a separation of the transfer set from the catheter adapter. The catheter adapter was plastic and made by (B)(4). The separation occurred while the patient was sleeping and the catheter was stored against the body using tape. There was no patient injury and prophylactic antibiotics were given.